Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a captivator endoscopic mucosal resection device was used during an follow-up endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, lesions were noted in the proximal portion of the greater curvature. The tissue was suctioned easily into the cap in three areas without using an injection to lift the lesion. The physician stated that a full "red out" was not achieved; however, a lot of tissue was grasped with the bands and was resected. The physician noted two perforations and attempted to close them with clips. Post procedure, the patient complained of pain and a CT confirmed leaking. The patient was then taken for surgical closure by laparotomy; the surgeon found that there were three leaks and all were closed successfully. The patient is recovering, and expected to be discharged in a several days.